Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
This pi is for the revision of the patient's right hip for chronic dislocation on (B)(6) 2013. In reporting a revision of the patient's right hip on (B)(6) 2020, a search found a prior revision for this patient on (b)(8) 2017. A revision of unknown manufacturer's implants)on (B)(6) 2013, and a subsequent revision for chronic dislocation on (B)(6) 2013. A head and liner were revised to a constrained liner and femoral head. Spoke to rep, who was not present for the (B)(6) 2013. Revision, also reported that no further information will be released by the hospital or surgeon.